Manufacturer narrative:
(B)(4). Device 1 & 2: lot number 2100047844, date of manufacture may 17, 2016. Device 3: lot number not provided, date of manufacture not provided. Two complaint rt380 adult breathing circuits have been returned to fisher & paykel healthcare in (B)(4) for evaluation. We are currently in the process of conducting our investigation to determine if the complaint devices had a malfunction which caused or contributed to the reported event. We will submit a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that the expiratory tube of three rt380 adult dual heated evaqua2 breathing circuits was cracked. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The two returned complaint devices had unknown lot numbers and dates of manufacture. Method: only two complaint rt380 adult evaqua2 breathing circuits were returned to fisher & paykel healthcare in (B)(4) for evaluation where they were visually inspected. Results: visual inspection of the returned complaint devices revealed that device 1 had a cracked expiratory elbow and cracked collar. Additionally, the evaqua2 tube of device 1 was found brittle and degraded. Device 2 was found to have a cracked expiratory elbow. A lot check revealed no other complaints of this nature for the lot number provided. Conclusion: we cannot conclusively determine the cause of the damage of the complaint breathing circuit. The customer reported that the nebulizing drug tacholiquin was used alongside the complaint breathing circuits. All rt380 adult dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt380 breathing circuit state: -perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. -set appropriate ventilator alarms.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that the expiratory tube of three rt380 adult dual heated evaqua2 breathing circuits was cracked. No patient consequence was reported.